Event description:
It was reported that during the implant procedure, when the device was connected to the lead, crosstalk was initially observed out of the pocket and also after being positioned inside the pocket. A momentary decrease in r-waves and loss of ventricular capture were also noted. Lead impedance measurement indicated an open circuit. The physician checked the connections, and all were normal. The device was not implanted and replaced with a new one that functioned properly. Patient condition is fine.

Manufacturer narrative:
The reported field events of crosstalk as well as capture and sensing anomalies were confirmed in the laboratory. The device was tested on the bench and varying pacing lead impedance measurements were noted. The cause of the reported field events was a connection issue between the header of the device and the lead. The root cause is believed to be epoxy in the ring contact spring.